Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.50/+5.0/082 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2024 due to low vaulting with lens rotation. The lens was replaced with a longer length lens and the problem was resolved.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).